Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid and an unknown medication via an implantable pump for failed back surgery syndrome, post lumbar laminectomy syndrome, and spinal pain. The patient reported a long time ago they put one of the pumps in and the doctor opened the patient up, and the patient got infected and they almost died from it 3 to 4 times. It was indicated this happened over 10 years ago, and the patient was receiving dilaudid at the time. No further information was provided regarding this event. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.